Event description:
It was reported that the customer passed away. The cause of death was diabetic coma. It was not known if the customer was wearing the insulin pump at the time of death. Two days prior to the event, the customer was at a graduation ceremony and some drinking was going on. The next morning, the customer was not feeling well and his father urged him to go to the hospital. However, the customer refused to go to the hospital. The next morning, the customer's father found him dead. More than four attempts were made to contact the customer's doctor and next of kin to request the return of the insulin pump, but the customer's next of kin's phone number was out of service and the number given for the customer's doctor was wrong. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.